Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a loose femoral component with collapse of the implant as well and loosening of the tibial component at the bone to cement interface. Cement manufacturer unknown. Static abx spacer was put in and taken frozen specimens to rule out infection. Doi: unknown; dor: (B)(6) 2018; unknown knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.